Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) showed that there were suspected tool marks/ cosmetic cuts on the outer insulation 20.6 cm and 22.8 cm from the proximal end. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
A manufacturer representative reported that during an implant procedure, the surgeon clamped down on the leads and pulled them through the port incorrectly. The hospital felt that the leads were defective. Both leads were removed and replaced by new ones. The crimping of the leads led to the impedance readings not being within range. After replacing the leads the therapy measurement was taken and the impedances were within range and the case was finished. No patient name or device serial numbers were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.